Manufacturer narrative:
H11: the event history log was reviewed and it showed that there was no extended idle/standby in the log before the epinephrine delivery. There was some initial difficulty loading the tube where the slide clamp came out of the pump before completing the loading process. It¿s possible they pulled it out, or it¿s possible the set was not held by the retention clip. There appears to be an initial mis-programming at 0.01 mcg/kg/minute, which the healthcare professional (hcp) later corrected. Before the air in line alarm (ail), there were 77 titrations over about 33 hours, suggesting success in achieving the intended effect. The rates they tried after resolving ail were 0.11 and 0.13 mcg/kg/minute (6.3 and 7.4 ml/hour) and not 0.05- 0.1 mcg/kg/minute as previously reported. The hcp reloaded the set and tried rates between 0.13 and 1.0 mcg/kg/minute (7.4 to 57.2 ml/hour). Then there are three separate blocks of time where the hcp stopped the pump, tried other rates, and restarted the pump. Rates in these blocks were between 0.01 to 0.8 mcg/kg/minute. They gave up about 50 minutes after resolving the ail alarm and about 25 titration attempts. At such low flow rates, it would be hard to tell if their drip rate was consistent with the programming. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq large volume pump alarmed air in line and reportedly under-infused. During a norepinephrine infusion (32mg/500ml running at 0.1 mcg/kg/hour) alarmed ¿air in line¿. The health care professional assessed the tubing line and ¿no air was seen in the tubing, so the pump was restarted.¿ the patient¿s blood pressure (bp) started to drop ¿steadily¿. The drip rate was increased and the bp increased to greater than 200mmhg. The pump was ¿stopped.¿ after an unspecified amount of time, the bp dropped to 150mmhg and the norepinephrine was restarted ¿to avoid hypotension¿; however, the bp continued to drip to less than 70mmhg. The reporter stated, ¿it seemed that between the rates of 0.05 and 0.1 mcg/kg/minute the pump was not flowing.¿ the reporter observed ¿one drop¿ falling into the chamber during this time. The pump was swapped with new tubing and a new bag of norepinephrine. No further information was available at the time of this report.